Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lavh- "not gripping tissue when dividing - slid off even after cleaning & checking. Had to replace." Additional information received: the issue occurred when they got down to the thicker tissue at the pedicles. The scrub nurse thinks it was used okay on thinner tissue, but when they got to the pedicles it was slipping as they were applying the energy, and they also experienced reactivate alarms. The surgeon was using the device on thick tissue at the pedicles. They opened another device, which worked fine. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the device key from the event unit was returned for evaluation. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed a total of 16 activations, although, without the complete device, engineering cannot determine how these activations relate to the event. In the absence of the complete event device, it is difficult to confirm the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Similar reports have shown that attempts to seal bundles of tissue that are too large may cause the tissue to slip out of the jaws of the device. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.